Event description:
Embolization. Rep stated "cx lesion predilated, an allstar wire was used a 2.5x9mm mav rapid exchange balloon dilated the lesion multiple times. The physician went down with the first stent in position trying to cross and notice the dye was leaking, so he pulled 3.0x24 and went back down with another 3.0x24 using the encore inflation device and started to inflate with a 2nd and the sides of stent inflated or dog boned and the physician continued to try and take it up and down, but had no success. When pulling back the stent dislodged into the lm. They then went in with a 1.25x20 rx balloon into the stent that dislodged and took the balloon up to 5atms and able to advance the cx and placed the 3.0x20 otw. They also placed a 3.0x16 in the distal portion of the lesion. There was no serious injury, the encore inflation device is being returned for evaluation.

Manufacturer narrative:
Although it has been reported that the used inflation device will be returned for evaluation, to date, it has not arrived at the manufacturer location. Therefore, a failure analysis is not yet available. Upon receipt of the device/completion of the investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.